Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 (implant date) as no event date was reported. This was reported by the patient's attorney. The device was implanted at (B)(6) by dr.(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a procedure performed on (B)(6) 2018. As per reported by the patient's attorney, the patient has experienced an injury. Boston scientific has been unable to obtain additional information regarding the event to date.